Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes atrial channel undersensing. Exposure to electrocautery during lead revision was reported.